Manufacturer narrative:
The cause of the discordant low csf albumin results is an incorrect probe alignment. A siemens healthcare field service engineer was dispatched to the account. During instrument maintenance an incorrect probe alignment was identified and immediately corrected. After the bn prospec maintenance was performed there were no further discrepant results observed by the customer. Siemens headquarters support center representative evaluated the quality control data from the time of the incident and noted that qc had been within laboratory ranges. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant low albumin results were obtained on cerebrospinal fluid (csf) patient samples on the bn prospec instrument. Results were reported to the physician(s). The same samples were repeated and higher results were obtained. Corrected reports were issued. There are no reports of patient intervention or adverse health consequences as a result of the discordant low albumin results.